Event description:
The olympus loaner device was returned noted with an issue of "ks rubber gap". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the device forceps plug mouthpiece is scraped. This report is being submitted for scraped forceps plug mouthpiece found on device evaluation.

Manufacturer narrative:
Device return evaluation and inspection, service repair noted the direction of the rubber cover of the forceps plug cap is wrong. Furthermore, the device forceps plug mouthpiece found scraped. Additionally, the following findings during device evaluation were noted : scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. The bending angle is insufficient due to the elongation of the angle wire. The light guide (lg) bundle found broken due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the universal cord due to external factors. Wrinkles are observed in the universal cord due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. There are scratches on the up/down (ud) angle fixing lever (sp) due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and considering the other defects found during estimation, is likely the scraping was caused by stress, handling, or other issues. Olympus will continue to monitor field performance for this device.